Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred earlier than expected. Reportedly, the cartridge had insulin remaining in the cartridge. A supply change was performed resolving the issue. Blood glucose level was 133 mg/dl.